Event description:
It was reported that following a lead replacement the patient experienced a loss of therapeutic effect, as well as dizziness with 0/1. The serial number was "wiped out" and was possibly due to electrocautery. It was also suggested that a power-on-reset (por) condition may have occurred. Additional information received indicated all impedance measurements were within normal limits. It was noted that probable cause of the event was the relocation of the leads as they were relocated to a different target site. The dizziness was reduced when the amplitude was reduced and the patient was getting some therapeutic benefit. The patient was referred to neurosurgery to evaluate lead placement. The reason for the lead revision was not provided. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was parameter changes. Stimulation was inducing side effects. On (B)(6) 2012, the patient had multiple reprogramming visits since lead relocation where the lead was moved from the gpi to the cmpf. No dizziness was reported on the last visit with the physician. The patient recovered without sequelae.

Manufacturer narrative:
Lead model unknown lot# unknown implanted unk explanted unk; lead model unknown lot# unknown implanted unk explanted unk.

Manufacturer narrative:
Product ID 7482a25, lot# serial# implanted: explanted: product type extension; product ID 3387s-40, lot# serial# implanted: explanted: product type lead.

Manufacturer narrative:
Note correction to device information section. Updated mfg. Site and serial number. The initial MDR was flied as MFR. (B)(4). Additional review showed the correct manufacturing site was site #(B)(4).